Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. Inlay shifts in position and decreased bcdva are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye. Five days postoperatively, the inlay decentered and the patient's best corrected distance visual acuity (bcdva) decreased from 20/16 (baseline) to 20/80. Secondary surgical intervention was performed to recenter the inlay. The patient's bcdva returned to baseline following recentration and the slit lamp findings show the inlay is well centered with mild flap edema. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Patient follow-up was requested and the following update was provided. The surgeon suspects corneal edema may have caused the inlay to decenter. The patient has a good postoperative appearance and is using eye drops for dry eye.